Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that a discrepant negative axsym cmv lgg result was generated on a patient sample. Initial testing was negative (2.1 au/ml). Repeat testing on the same axsym analyzer was positive (162.5 and 182.0 au/ml). No impact to patient management was reported.